Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. As received, the battery charger/modem was unable to recognize or charge a battery. Upon evaluation, there was liquid contamination on the battery board and the lead for the r39 resistor on the bedside board was broken. The cause for the failure was isolated to the contaminated battery board and damaged component. The root cause for the contamination was due to ingress of an unknown liquid. The root cause of the damaged component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to charge a battery pack.